Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act and esc button's of insulin pump was not responding. Customer's blood glucose value was unknown. Customer stated that the insulin pump was not exposed to moisture. The customer was advised to stop using the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive esc, up and down buttons due to corroded keypad traces.